Manufacturer narrative:
A1: patient identifier: no patient involvement. A2: age & date of birth: no patient involvement. A3: patient sex: no patient involvement. A4: weight: no patient involvement. A5: ethnicity: no patient involvement. A6: race: no patient involvement. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. (B)(6). The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo received the following reported information: the insertion sheath and the locator were attempted to be assembled; however, the locator was unable to be inserted into the insertion sheath and got kinked. The device was not used, and another angio-seal device was used to continue the procedure. Subsequently, hemostasis was successfully achieved by the second device. The procedure before deploying the device was unknown. A pre-deployment angiogram was performed, the size of the sheath ancillary used, the puncture site, and the vessel diameters are unknown. The event occurred pre-operatively, therefore the blood loss was not applicable. No equipment or other devices were used with the angio-seal.